Event description:
It was reported that prior to starting a da vinci si surgical procedure the permanent cautery spatula instrument cable was broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also observed a segment of the conductor wire had become dislodged from the conductor cap and was exposed on the outside of the yaw pulley. The wire insulation was undamaged and the instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.